Event description:
Information received indicates the head section will not go down when the release handle is pulled.

Manufacturer narrative:
The technician adjusted the head section gas shock to repair the bed.